Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation and "any creases." Device has been explanted.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation and "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles in the fill channel. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior, crease fold, wear abrasion, brown biological tissue inner device and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Creases are observed but have no relationship with manufacturing.